Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The patient was seen for a revision procedure where fluoroscopy showed the lead to have dislodged. The lead was attempted to be repositioned, however, they had difficulty finding optimal placement. Visual inspection of the lead by the physician also found a notable amount of tissue in the screw. The physician elected to remove the lead, and a new lead was successfully implanted. No additional adverse patient effects were reported.